Event description:
During morning checks, the physicist noticed that a relay on stand mother board started vibrating and kept vibrating after being prompted by tripping a collision interlock. Motions still enabled even when collision paddles pressed. Voltage on collimator reset switch was not 0.0, but 2.5v. It would go up to 11v if the switch was pressed, but go back to 2.5v. No injury was reported.

Manufacturer narrative:
The initial information did not indicate a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Add'l follow-up to this MDR is expected. (B)(4).